Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that unspecified number of the bd safetyglide¿ needles had a blockage with the needle. The following information was provided by the initial reporter: there is a blockage within the needle. Customer reported: the item number for the product is 1168030. For the past several months they have had issues with these needles and have begun saving all the needles and packaging with the defective product. It seems there is a defect within the needle itself as it wont allow you to draw up anything. It¿s like there is a blockage within the needle. It¿s happened when trying to draw up several different medications so its become clear it¿s the needle itself. When you put a new needles on it works.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified number of the bd safetyglide¿ needles had a blockage with the needle. The following information was provided by the initial reporter: there is a blockage within the needle. Customer reported: the item number for the product is 1168030. For the past several months they have had issues with these needles and have begun saving all the needles and packaging with the defective product. It seems there is a defect within the needle itself as it wont allow you to draw up anything. It¿s like there is a blockage within the needle. It¿s happened when trying to draw up several different medications so its become clear it¿s the needle itself. When you put a new needles on it works.